Manufacturer narrative:
Section h10: (b2) outcomes attributed to adverse event: added check for hospitalization - initial or prolonged. (D4) expiration date: 14-feb-2021, unique identifier (UDI) #:(B)(4). (E3) occupation: physician. (H3) the revision reported was likely the result of not fully seating the glenoid at the time of the initial surgery, which led to the glenoid component levering out over time and then fully disassociating. (H4) device manufacture date: 17-feb-2016. (H6) evaluation codes: 1924, 1260. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 6 months postop initial implant, a revision was completed due to failed poly liner. The surgeon commented that the poly was not engaged/seated properly at initial implantation. All devices except the stem were replaced. Patient was stable when leaving the operating room. Device to be returned. (G3) report source: should of been health professional on previous report. *no information provided in the following section(s): a2, a3, a4, a5, b6, b7, g8, h7, h9.

Event description:
As reported, approximately 6 months postop initial implant, a revision was completed due to failed poly liner. The surgeon commented that the poly was not engaged/seated properly at initial implantation. All devices except the stem were replaced. Patient was stable when leaving the operating room. Device to be returned.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 300-50-45, 5416250, 4.5, short, replicator plate. 315-35-00, 5552423, glenoid k-wire. 320-15-05, 5574592, equinoxe reverse locking screw. 320-20-00, 5515930, equinoxe reverse torque defining screw kit. 310-01-47, 5326583, equinoxe humeral head, short 47mm. 300-20-02, 5548263, equinoxe square torque define screw drive kit.

Event description:
Revision due to failed poly to a reverse.